Event description:
It was reported during a ptca/stent procedure that after the balloon catheter was successfully used, removal of the devices revealed a piece of plastic material on the guide wire. The balloon catheter was then successfully reused. Investigation of the returned guide wire confirmed the plastic to most likely be the tip of the balloon catheter. No pt injury was reported.